Event description:
After successfully placing a PICC, the pt started experiencing what appears to be an allergic reaction to the pt drape. Both of his upper arms and lower legs (where his shorts didn't cover) started itching, large swollen spot on the inside of his elbow to the non PICC arm, and quickly developed a swollen lip on the upper left side. After treating with our emergency meds, it stopped. Pt has no medication or environmental allergies that he is aware of. He reports he has never had a reaction like this before. Pt was wearing a short sleeve and shorts. Itching areas were below his sleeves around inside of elbow and lower legs below the shorts.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) of reya2121 showed no other similar product complaint(s) from these lot numbers.